Event description:
It was reported that the set parameters were different from displayed values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the set parameters were different from displayed values. According to information from our on-site service engineer, as the hospital has outsourced the maintenance to a third party, no further information can be provided. The only information provided is that there was a problem with a printed circuit board inside the ventilator and that the third party company solved the issue. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).